Manufacturer narrative:
Previously reported by the manufacturer: a trilogy evo was returned to the third-party service center with an allegation of, the device is currently failing the circuit calibration. There was no allegation of serious or permanent harm or injury. The device was not reported to be in clinical use. Philips is currently investigating this complaint. The device has been received by the third-party service center and is currently awaiting evaluation. A supplemental report will be submitted as due. New info/correction: the initial report was filed as "complete". This allegation is currently pending the outcome of the investigation. A final report will be submitted when additional information becomes available.

Event description:
A trilogy evo was returned to the third-party service center with an allegation of, the device is currently failing the circuit calibration. There was no allegation of serious or permanent harm or injury. The device was not reported to be in clinical use. Philips is currently investigating this complaint. The device has been received by the third-party service center and is currently awaiting evaluation. A supplemental report will be submitted as due.

Manufacturer narrative:
Previously reported by the manufacturer: a trilogy evo was returned to the third-party service center with an allegation of, the device is currently failing the circuit calibration. There was no allegation of serious or permanent harm or injury. The device was not reported to be in clinical use. Philips is currently investigating this complaint. The device has been received by the third-party service center and is currently awaiting evaluation. A supplemental report will be submitted as due. The initial report was filed as "complete". This allegation is currently pending the outcome of the investigation. A final report will be submitted when additional information becomes available. New info/correction: trilogy evo was returned to the third-party service center with an allegation of, the device is currently failing the circuit calibration. During service of the device at the third-party service center the device failed pneumatic test steps for internal flow verification. No alarms sounded at bench run. Valve and battery assessment were carried out and passed. Pneumatic test performed on dut and passed. The device was tested and passed. Additionally, an error code indicating (sensor offset during drift calculation is too high) was recorded in the device event log. The following parts were replaced due to 4-year pm: particulate filter, air inlet foam filter and muffler assembly. An internal inspection of the device confirmed no cosmetic damage. The machine flow sensor was replaced per maintenance. The software was upgraded to 1.06.10.00.